Event description:
It was reported that this right atrial (ra) lead was dislodged. The physician repositioned the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information due to the lead was explanted on (B)(6) 2022.